Event description:
It was reported that an ilet pump became unresponsive off the charger, with the screen going black immediately when removed from external power and repeatedly displaying the three-line restart sequence and sensor reconnection upon recharging, consistent with a malfunction involving the power/battery or display subsystem and rendering normal operation unreliable. Symptoms included no reported adverse clinical effects, and blood glucose remained stable as reported. Outcomes included product replacement and user instruction to continue cgm use with the dexcom app or receiver and inspection of the returned device. Investigation included troubleshooting guidance, attempted restarts including a 30-second reset, replication by a third party, and remote assessment by support. Failure investigation revealed no fault found with the device.

Manufacturer narrative:
"The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was unable to be confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."